Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Hepatic function disorder [hepatic function abnormal]. Pain in neck [neck pain]. Pain in upper limb [pain in extremity]. Numbness of upper left extremity [hypoaesthesia]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) male pt, initial (B)(6) with gonarthrosis. The pt's medical history is significant for gonarthrosis, osteoporosis, glycosuria, hypertension, cervical spondylosis, and high triglycerides. On (B)(6) 2011, the pt initiated treatment with synvisc (location not provided). The pt received the second and last injection on (B)(6) 2011. On (B)(6) 2011, the pt visited the clinic with the complaint of pain in head and neck (initially this was reported as swelling and then changed to pain), generalized malaise, numbness in left arm, hepatic function disorder (increased gamma-glutamyltransferase) and significant erythrocyte sedimentation increase. The gama-glutamyltransferase levels were at 1549 and the erythrocyte sedimentation rate was between 60-110. The pt was treated with a steroid injection (location not provided) and the events calmed down. As of (B)(6) 2011, the events of pain in the head and neck, numbness in left arm, and malaise generalized resolved. The outcome of the hepatic function disorder and increased erythrocyte sedimentation rate are unk. The concomitant medication the pt was on were ezetimibe, 1df; sulfaphenazole, 2df; bisoprolol fumarate, fenofibrate 100mg; aledronate sodium hydrate 5mg; menatetrenone, 2df; and omeprazole 10mg. The hcp did not provide the causality (in relation to synvisc) and the severity of the events. Also, the action taken with synvisc was not provided. On (B)(6) 2011, add'l info was received in the form of qa results without a lot number. The product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On (B)(6) 2011, add'l info was received from the hcp. The hcp changed the event term of "numbness in left arm" to "numbness in left hand." Also, there was clarification provided that the term "pain in head and neck" referred to extreme myalgia in that region but the verbatim for the event was not changed. On (B)(6) 2011, f/u info was received from the hcp. The hcp provided the pt's date of birth. The hcp deleted the events of "erythrocyte sedimentation increased" and "malaise generalised." The event term "pain in neck and head" was changed to "pain in neck and upper limb." The event term "numbness in left hand" was changed to "numbness of upper left extremity." The start date for hepatic function disorder and numbness of upper left extremity was changed from (B)(6) 2011. The events of hepatic function disorder and pain in neck and upper limb alleviated on (B)(6) 2011 in the pt. As of (B)(6) 2011, the pt had not yet recovered from the event numbness of upper left extremity. The hcp assessed the events of hepatic function disorder and pain in neck and upper limb to be "possibly" related to the use of synvisc in the pt.